Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Explant date: this medical device was not revised. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. Review of the initial operative report did not identify any complications. Review of the revision operative report confirmed wear of the tibial bearing medially and instability in the knee. The report additionally noted a patellar symptomatology that required lateral release and a partial patellectomy. Due to the patient¿s large habitus and mode of failure, an 18mm lipped bearing was used in place of the previous bearing and allowed almost full extension and good flexion. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision due to pain, swelling, instability, stiffness and locking sensation. During the procedure, the surgeon noted severe polyethylene wear and instability. The polyethylene bearing was removed and replaced. Additionally, a partial patellectomy was performed. Furthermore, the surgeon noted the tibial tray and femoral components were well fixed and remained implanted. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Concomitant medical products: biomet maxim femoral component left, catalog # 140031, lot # 502540. Biomet maxim tibial bearing, catalog # 11-146336, lot # 675190. Biomet arcom all poly patalla, catalog # 11-150826, lot # 360890. Biomet finned stem 40mm, catalog # 141314, lot # 323230. Palacos bone cement, catalog # 424800, lot # 5168143.

Event description:
It was reported that patient underwent left knee arthroplasty. Subsequently, the patient experienced pain, swelling and lucency noted around the tibial component which indicated tibia bone stress fracture approximately five years post-implantation. The surgeon instructed the patient to be non-weight bearing while the fracture healed. After the bone stress fracture healed approximately nine months later, the patient developed a second bone fracture at the proximal tibia. The surgeon instructed the patient to be non-weight bearing and use a wheelchair to ambulate. Furthermore, the patient was instructed to take vitamin d and calcium to help with healing. Approximately two months post-second fracture, the patient was given a bone stimulator to help heal the fracture. Subsequently, the patient underwent a revision procedure approximately eight years post-initial implantation due to pain at night, swelling, instability, stiffness and locking sensation. During the procedure, the surgeon noted severe polyethylene wear and instability. The polyethylene bearing was removed and replaced. Furthermore, the surgeon noted the tibial tray and femoral components were well fixed and remained implanted.

Manufacturer narrative:
(B)(4). Concomitant medical products: kne-maxim-femorals-unk, catalog # unk, lot # unk. Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2017-11357.

Event description:
It was reported that patient underwent left knee arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to loosening, swelling and bone fracture.